Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to corrupted firmware. It is unknown what caused the firmware to become corrupted. The device firmware was reinstalled to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the customer did provide the device data logs for review. The customer's report was observed during the review of the device logs. The customer was contacted for return of the device; however, no product has been returned. Analysis of reports of this type has not identified an increase in trend.